Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the pt is (B)(6), after the procedure was sent to the emergency room. An airway was kept patent and intubated. They did this because she had swelling after the procedure, they wanted to make sure she could breath. Last report pt was stable, now at another hospital undergoing swallow studies. She was extubated at the other hospital.